Manufacturer narrative:
The reported event of run-on was not duplicated; however, the service technician observed an immediate bias current warning during the functional evaluation. This type of warning is a risk mitigation to prevent a run-on condition. No external, physical damage was noted; however, high impedance was found upon further electrical testing. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during routine testing conducted by a manufacturer field service technician at the user facility the device caused run on. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported. When the device was brought in-house and evaluated by a stryker technician the device was found to have a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation.